Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, during first or second firing during gastric bypass, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. It was noticed that a few staples popped. Another device was used to complete the case. There was no patient injury.